Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
B5: describe event or problem - subsequent to the initial MDR, additional information is available. D4 model no - additional information. D4 UDI - additional information. H2 type of follow up: additional information.